Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was found in back-up mode on (B)(6) 2017 (vvi mode, pacing at 5v in unipolar). The pacemaker was successfully re-initialized on the same day (battery impedance at 5 kohms). The patient was not feeling well and came back on (B)(6) 2017. The pacemaker was found again in back-up mode with a battery impedance at 10.44 kohms. The subject pacemaker was explanted and returned for analysis.

Event description:
Reportedly, the subject pacemaker was found in back-up mode on (B)(6) 2017 (vvi mode, pacing at 5v in unipolar). The pacemaker was successfully re-initialized on the same day (battery impedance at 5 kohms). The patient was not feeling well and came back on (B)(6) 2017. The pacemaker was found again in back-up mode with a battery impedance at 10.44 kohms. The subject pacemaker was explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the subject pacemaker was found in back-up mode on (B)(6) 2017 (vvi mode, pacing at 5v in unipolar). The pacemaker was successfully re-initialized on the same day (battery impedance at 5 kohms). The patient was not feeling well and came back on (B)(6) 2017. The pacemaker was found again in back-up mode with a battery impedance at 10.44 kohms. The subject pacemaker was explanted and returned for analysis.